Manufacturer narrative:
Approximate age of device: two years, 11 month and 13 days. Device evaluation: the patient remains ongoing and no additional events have been reported at this time. A direct correlation between the device and the pump stoppages was determined through the evaluation of the portion of the percutaneous lead that was returned. The evaluation of the returned portion of the driveline confirmed an issue that would have contributed to the reported pump stoppages. Electrical continuity testing of the replaced portion of the driveline revealed that all wires were electrically intact, even with manipulation of the driveline segment. Examination of the outer silicone sleeve and bionate layers revealed no evidence of trauma. Breakdown of the metal braided shield was observed along the length of the driveline segment, which appeared consistent with approximately 3 years of use and was most severe near the terminus of the distal end bend relief (approximately 2-4 inches from the metal connector). Visual inspection of the underlying wires revealed that the red wire was slightly kinked at approximately 4 inches from the metal connector. A breach in the insulation of the red wire was identified in this area, exposing the inner metal conductors. The observed wire damage appeared to be the result of fatigue failure due to a combination of abrasion against the braided shield as well as repetitive flexing of the driveline in this area. If the exposed conductors of the compromised red wire made contact with the metal braided shield while the patient was operating on a tethered power source (such as the power module or mpu), the resulting electrical short to ground would have caused the low speed/pump stoppage events captured in the submitted system controller log file data. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that a sudden pump stoppage was captured on (B)(6) 2018. The manufacturer¿s technical service representative reviewed the submitted log file and observed 3 motor stopped events. This event was linked to potential issues with the percutaneous lead (driveline). These issues only appeared to occur while the ventricular assist device (vad) was connected to the power module. In order to prevent further interruption in support, a recommendation was made to keep the vad connected to battery power until further investigation was completed. In order to identify a possible location of where the compromise in the driveline was, a request for x-rays was made. On (B)(6) 2018 a distal end driveline replacement was performed. After the replacement, the manufacturer¿s technical service representative was unable to duplicate the motor stopped events on grounded patient cable. The customer will continue to monitor for unusual alarms. Additional information was requested but not provided.